Event description:
Following the first attempt at insertion of a cochlear nucleus freedom implant by the surgeon, the device stylet was withdrawn, preventing further attempts to insert. A back-up implant was successfully implanted. The surgeon noted: "bent tip, could not insert". "The ci24re cochlear implant was then inserted."there were no complications.